Event description:
It was reported via repair work order that the unit did not pass the electrical safety test due to malfunctioned power cord reel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.